Event description:
It is alleged that disopa is related to reports of various symptoms experienced by eleven healthcare workers (hcws). The symptoms include feeling bad, urticaria, ocular hyperaemia, chest pain, cough, and sputum. The disopa is reported to have been used in the urology, endoscopy, and otolaryngology departments. Info regarding identifiers of the hcws and/or exact symptom that each hcws experienced has not been provided. It is reported that one of the reported hcws (1 of 11) who worked in the otolaryngology department experienced chest pain which was diagnosed as asthma. The employee moved to another department and the chest pain went into remission. The healthcare worker left employment in (B)(6) 2009 alleging a cough when talking to pts. The otolaryngology department room had small ventilation fan and air conditioner. Those ventilations seemed not to be enough for ventilating the room. The lot # of the disopa is not available. No info has been received on the additional 10 of 11 pts. Additional medwatch forms will be submitted for these events if or when info is obtained.